Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was receiving multiple alarms on the insulin pump, including weak battery, failed battery test, and battery out limit alarms. The customer also stated she received seven no delivery alarms over the course of three weeks and she resolved the issue by changing the set. The customer also stated when she went to put a new battery in the insulin pump, it would not power on at first. The battery cap contacts were not missing or damaged and the battery compartment and spring were not corroded nor damaged. The battery out limit alarm reportedly occurred during normal use. The failed battery test was resolved after the customer cleaned the battery cap contacts. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.